Event description:
It was reported that a patient underwent surgery to remove a 2.4mm x 28mm tiger cannulated screw from an implanted minimally invasive bunion plating system. The reason for the removal was due to the screw lifting out of the most proximal hole of the bunion plate. The explanted tiger cannulated screw was returned to the manufacturer. Visual inspection of the returned screw confirmed the cruciform channels in the head of the screw had stripped and was reported to have occurred during the removal surgery. There was damage to the edges of three threads of the screw. The distal tip of the screw also exhibits material deformation. The timeframe when the observed damage to the threads and distal tip occurred is unknown, but could be related to implantation into the bone or surgical tool marks during removal. An exact cause for the damage is unknown. The cause of the screw lifting out of the implant site is unknown with the information available to-date. If additional relevant information is received, a follow-up report will be sent accordingly.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient weight (a4) not reported. 2. Date of event (b3) unknown. The event is considered to be when the screw began to "lift out" of the plate hole. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this follow-up report. B5 - description of event or problem is corrected to reflect event with exact wording as described within the internal complaint file. D2 - common device name corrected. Product code is correct in initial submission. D6 - implanted date is entered as (B)(6) 2018 as implantation was reported to have occurred in september or (B)(6) 2018. D10 - returned to manufacturer date corrected. E1 - initial reporter corrected to be the sales representative who was present at the case. Sales representative email address added. H3 - evaluation summary attached is selected. H6 - patient code (corrected to 2199), device code (568 added), method code (4102, 4109 added). Code 4003 for device code is repeated from the initial submission as h6 must have at least one valid device problem code per the FDA. Investigation summary (including evaluation summary from h3): to investigate the complaint, visual inspection, dimensional inspection, simulated use testing, review of the surgical technique, and review of previous complaints was performed. Visual inspection: visual inspection of the returned tiger cannulated screw confirmed that the head of the screw had stripped. Visual inspection of the returned screw confirmed the cruciform channels in the head of the screw had stripped as reported during the removal surgery. There was damage to the edges of three threads of the screw. The distal tip of the screw also exhibits material deformation. The timeframe when the observed damage to the threads and distal tip occurred is unknown, but could be related to implantation into the bone or surgical tool marks during removal. An exact cause for the damage is unknown. There is no discoloration present. Simulated use review: as a result of the damage present on the returned screw, simulated use testing could not be performed. Simulated use testing was performed for the returned driver on 01/31/2019. The following k-wire and tiger cannulated screw from production inventory were used: k-wire 210-24-004 l/n 142357, production tiger cannulated screw: 200-24-028 l/n tsl006323. The returned 210-24-003 driver was used to insert the 200-24-028 tiger cannulated screw. A 30pcf sawbone block was selected, and a 2.0/2.4mm countersink drill (210-24-002, lot tsl001172) was used to perform the countersink procedure prior to insertion. The block was not pre-drilled and represents a worst-case for screw insertion. The k-wire was inserted into the site and the returned driver was used with a handle 210-00-003 l/n 564183 to insert the screw. The driver engaged effectively with the screw which was fully inserted and removed successfully. The head of the screw did not strip during the insertion or removal. Dimensional inspection: due to the damage to the returned screw, dimensional inspection was not performed. Review of surgical technique: review of the case details provided confirmed the physician inserted a k-wire, which is not recommended in the IFU for removal cases. The correct pairing driver (210-24-003) was selected for the size of the screw. The screw and plate had been implanted since approximately (B)(6) 2018, and integration with the bone is less likely to have been a factor. It was reported that there was potentially a driver to screw interface complication, indicating poor engagement into the head of the screw. A needle nose driver was used to remove the remainder of the screw. Previous complaint review (1 year): a review of previous complaints from the period of (B)(6) 2018 to (B)(6) 2019 identified five (5) complaints in addition to this instance for the event of the screw head stripping during removal/backing out in 2.0/2.4mm screws. A review of previous complaints from the period of (B)(6) 2018 to (B)(6) 2019 identified three (3) other complaints for the 3.0/4.0 mm screw stripping during removal/backing out. An evaluation of similar complaints for the 12 months preceding the date of notification of the report of pain was performed for the mib system. This was the first complaint received regarding pain/removal of hardware from an mib case. -conclusion/rca: the report of the stripped screw was confirmed during the investigation. Review of the surgical technique did not identify a specific cause for the events of the screw stripping, but did allege a deficiency in the engagement of the driver with the screw. Dimensional inspection confirmed the driver was within specification for all relevant critical inspection features to the drive function. The returned driver was established to engage effectively with a screw from inventory during simulated use testing, and successfully inserted the screw without stripping of the screw. A review of the DHR for the returned driver did not identify any non-conformances relevant to the event. The root cause of the screw head stripping is unknown with the information available to-date. The root cause of the pain with the device was due to the screw backing out of the site and is being further investigated. Additional investigation conducted on 04/01/2020: as seen in section d4, a lot number was identified for this event. Based on the sales representative's inventory, the unknown lot number of the tiger screw was narrowed down to 75ji2904. The corresponding DHR was reviewed for any significant events (i.e. Nonconformances, reworks, deviations) that may correlate to the reported event. As a result of the DHR review, it is concluded that no significant events were identified as correlating to the reported event.

Event description:
On 12/28/2018, a trilliant surgical sales representative who was present at the case where the event occurred, reported that doctor 1 at facility x had difficulty utilizing the 2.0/2.4mm tiger cannulated driver bit (210-24-003) with a 2.4 x 28mm tiger cannulated screw (200-24-028) while performing a tiger screw removal case from a previously performed minimally invasive bunion plating case on a 44-year-old female patient with average bone quality. It was noted the original case happened in september or october of 2018 (the exact date at this point in the investigation remains unknown). The reason for the removal was that the 200-24-028 began to "lift out" of the most proximal hole on the minimally invasive bunion plate, left (300-70-002). Doctor 1 inserted the 0.035" x 5" k-wire standard (210-24-004) and tapped with a mallet to complete insertion. Doctor 1 engaged the 200-24-028 screw head with the 210-24-003 and began to rotate counterclockwise. Upon rotating, the driver head stripped the screw due to a potential driver / screw interface complication. The surgical site was flushed of debris and a needle nose / diamond tip driver was use to remove the remaining portion of the screw. Doctor 1 was satisfied with the compression without the proximal screw hole filled. The stripped 200-24-028 and the 210-24-003 have been returned to corporate for review.